Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Prior to cutting, when re-attaching saw blade attachment mics collar completely fell off. Surgical delay- 15 minutes. Case type: tka.

Event description:
Prior to cutting, when re-attaching saw blade attachment mics collar completely fell off. Surgical delay- =15 minutes. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that prior to cutting, when re-attaching saw blade attachment mics collar completely fell off. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k09zr and 22 devices were accepted into final stock on 08/22/2017. A review of qt17-08-0075 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot number k09zr shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc (B)(4) and CAPA 1450904 are associated with the failure mode reported in this event.